Manufacturer narrative:
The device was found to have generated an alarm. The exact cause of the increase in pulse widths just prior to failure could not be conclusively determined. The received device had the cannula assembly fully deployed. During the leak test, a hole was observed in the exposed portion of the soft cannula. Cause of the hole could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 424 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, a new pod was applied.